Event description:
Customer reported getting erratic readings from their freestyle meter. They performed comparison tests with the freestyle meter and results were 236 mg/dl and 163 mg/dl. Precision testing was performed at the time of the initial call and results were 71 mg/dl and 92 mg/dl. Freestyle comparison results differ by more than 20% and meet the manufacturer's definition of a malfunction.